Manufacturer narrative:
Upon receipt of customer feedback, personnel from quality, production and other departments were involved in the investigation performed including retained sampling inspection on 2024.03.11, a simulated blood collection sampling procedure as well as the alcohol and iodine compatibility was performed, no abnormity was found. . Details are provided below: on 2024.03.11, 20 pieces 20g*19 mm products were sampled from retained sample lot no. 220725 for appearance inspection, the transparent package allows observation of the product appearance, and then 10 pcs were sampled from 20 pcs for further simulated clinical blood collection procedure, no adapter breakage was observed, and further inspection were performed for 5 pcs after simulated use for stree cracking test as per iso 594-2, no breakage was found. Based on the customer feedback, the returned pictures were analyzed by the technical personnel who considered it to be relevant with using disinfectant used for the adapter including alcohol, iodine alcohol, three groups of tests were arranged for alcohol wiping, iodine alcohol wiping, and alcohol immersion for 24 hours, no breakage was observed. Further information such as samples returned is needed for the root cause determination, internal report (B)(4) and relevant documents could be provided upon request.

Event description:
Please find a new complaint attached from a cardinal customer regarding a broken luer hub. Based on the description and lot information provided it appears to be another alcohol-related issue, but we will request additional information on how it was used and what it was used with and share all feedback with you once we receive a response from the customer.